Manufacturer narrative:
The bactiseal ventricualr catheter (id823073) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. According to information provided, "there is no known issues with the catheter, however the ventricular catheter was replaced", due to this information no root cause is necessary. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00233. A facility reported a hakim valve (ID 823184) and a bactiseal ventricular catheter (ID 23073) were implanted via ventricular peritoneal (vp) shunt in (B)(6) 2023. On (B)(6) 2023 the valve appeared to be occluded while the proximal catheter has a visible flow; therefore, the valve and catheter were removed and replaced on (B)(6) 2023. According to information provided, there was no known issue with the catheter however, the ventricular catheter was replaced. It is also unknown if the patient experienced any signs and symptoms due to valve malfunction.